Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states the head motor he heard a pop and the head section fell back down. The end does not work anymore. He states the unit was about half way up when it happened.